Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the pod explosion or to determine if it could have contributed to the reported scarring. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported by patient that the pod exploded while wearing the device between 36 and 48 hours. This resulted in a scar on the infusion site (abdomen). Patient also reported leaking of insulin during wear as well.